Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer report number: 1627487-2022-01590, 1627487-2022-01591, and 1627487-2022-01592. It was reported that the patient's l2 lead also had migrated. As a result, the patient may undergo surgical intervention to address the issue.

Event description:
Additional information received indicates that the patient underwent surgical intervention during which the system was explanted.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.